Event description:
The initial attorney report alleged disability, disfigurement, permanent damage, injuries, pain and suffering, add'l medical/surgical intervention, defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2007 - exploratory laparotomy, lysis of adhesions for relief of small bowel obstruction, and repair of incarcerated hernia with flat mesh. On (B)(6) 2009 - exploratory laparotomy, lysis of adhesions, repair of llq incarcerated hernia with ventralex mesh, and repair of a midline incisional hernia with a non-bard mesh. The previously placed flat mesh was incorporated into the fascial closure. On (B)(6) 2011 - exploratory laparotomy, lysis of adhesions, excision of the flat mesh, the ventralex mesh, and an unk mesh located in the rlq. The unk mesh was noted to be adhered to small bowel requiring a partial small bowel resection. Following the resection it was noted that there was some flat mesh remaining and this was removed. The ventralex mesh was identified and also removed.

Manufacturer narrative:
Based on the info available at the time, no definitive conclusions can be made. This pt has a history of multiple abdominal surgeries and following explant continued to develop incarcerated hernias and undergo hernia repair with non-bard mesh. The medical records indicate that the pt was treated for adhesions, which is a known possible adverse reaction listed in the IFU. There was no lot number included in the medical records provided; therefore a review of the mfg records could not be conducted. Additionally no sample has been returned for eval. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2012-00643 for info related to the ventralex mesh implanted on (B)(6) 2009.